Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up MDR will be submitted.

Event description:
The valve was implanted to the patient via lp-shunt on (B)(6) 2017. Initial setting was unknown. It was reported that the contrast was injected with syringe from chamber due to suspension of occlusion, but the chamber could not be pulled by the syringe. There was trace of leakage of contrast around the valve was confirmed on the image. The revision surgery was performed. The patient¿s initial was (B)(6) and has original disease. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheters were irrigated; no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested; no issues found. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records was not able to be performed, as no lot number was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.